Event description:
It was reported that pump displayed malfunction alarm code that had not been previously reset and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer understood and acknowledged.